Event description:
It was reported that the patient experienced a shocking or jolting sensation for the past couple of months. The patient also experienced a loss of therapeutic effect and needed to use the bathroom more frequently. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v109244, implanted: (B)(6) 2008, explanted: unk. Programmer: model 3037, serial# (B)(4).